Event description:
It was reported by the customer that a pyxis medstation es system device was booting up and showing black screen with the blue password box. The customer indicated that they were able to retrieve the medication through pharmacy to prevent patient care delay. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station get stuck on black screen. A field service engineer cancelled the work order, since the customer was able to reboot the device. The system functioned as intended after field service engineer troubleshooted the device.